Event description:
My father (B)(6) went in for angio surgery. They put 4 stents. The main one is a 2.5 x 18 cordis cyber drug eluting stent it is a bio absorbable stent which is perfect for the drugs plavix, metoprolol and lisinopril. Because plavix it inhibits the receptor cells p2y12-adp, lowers white cells that are for immunity and infections. Extensive microscopic clotting, (pd6f a chemical agent for stimulating extracellular matrix for healthy connective tissue and significant in blood vessel formation in angiogenesis, if this is interrupted it is a characteristic of cancer. So many things in platelets - tgbf, tgbf2, tgbf3. For proliferation of cells plays a roll, immunity cancer, heart disease. Controls wound healing. P2y12 irreversible one taking plavix. Also interferes with endothelial cells that line the surface of the blood vessels lymphatic vessels, interior surface, angiogenesis. A dormant state to a malignant one. Lisinopril is the byproducing precise balance of growth and inhibitory factors in healthy tissue. Metoprolol - blocks the bdkr b1 gene, depend on, it has peptides that generate in pathological conditions like trauma, burns, shocks, allergies, it mediates a response to these pathological conditions, inflammation as well. And responsible for vasodilation and both lisinopril and metoprolol - immunological reaction, degradation of platelets and thrombocytopenia - clotting of small, microscopic clotting and there is plenty more. And my father had all the factory signs as well. The stent is escaping or evading by extracting from the log report on the drug eluting stent is so jumbled with different stents supposedly put in on one page the changed on another but it is the cordis cypher rx stent 2.5 x 18. Where the stents were put together, this is last on one report and exactly where the tumor was on his back. He was healthy as an ox with the blockage still strong. Came out feeble and died. Any blind man can see what has happened. God forbid all you organizations are part of this. Can you see? Is the product over-the-counter: no.